Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2267 alarm, which occurred on the homechoice (hc) during use, during fill 5 of 6. The home patient (hp) stated that he is still connected to the machine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's caregiver on (B)(6) 2011 in regards to a se 2267 alarm. She said the patient was able to resume therapy after starting over with new supplies. She did not notice anything unusual with the supplies except for a small pin hole in the cassette sheeting. She did not have the cassette available, but she did have a companion sample available. Since then the patient has been resuming therapy successfully and she said she would discuss the alarm with her nurse. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A evaluation of the companion sample was conducted and no issues were found related to the reported condition during the evaluation.